Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).